Event description:
It was reported that the day following an atrial fibrillation procedure, a second-degree skin burn was observed. The patient is recovering with no additional adverse consequences. There were no performance issues with any abbott device.

Manufacturer narrative:
Based on the information provided to abbott and the images submitted, the occurrence of the reported event can be confirmed. The images appear to show a burn skin as mentioned in the complaint. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.